Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 112 mg/dl at the time of the call. The customer found a black circle on the display screen of their pump along with an alarm notification. The customer stated that they inserted new batteries and received an unexpected restart on their pump. The customer was informed to monitor the pump and to call back if the issue persists. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.